Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-300b burr attachment broke off in the middle. This was discovered during a procedure and patient was not affected. No further issues has been reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. See the attached vendor evaluation for further details. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device.